Event description:
The pt reported that he was watching television when his infusion device started to beep really fast and the display read "2. -01". The pt removed the power pack and inserted a new power pack. The infusion device powered up correctly and was operational. The pt did not report any blood glucose concerns. No medical attention was required. No product is being returned.

Manufacturer narrative:
Product not returned for eval.